Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress cov-2/flu/rsv plus tested on the genexpert instrument. Customer collected sample 1 from the patient on (B)(6) 2021 which was tested on the same day on xpert xpress cov-2/flu/rsv plus and resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). A second sample was tested (B)(6) 2021 on xpert xpress cov-2/flu/rsv plus (unknown if it was a repeat test of sample 1 or a recollected specimen) and resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). A third sample was tested on (B)(6) 2021 on xpert xpress cov-2/flu/rsv plus (unknown if it was a repeat test of sample 1 or a recollected specimen) and resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress cov-2/flu/rsv plus tested on the genexpert instrument. Customer collected sample 1 from the patient on (B)(6) 2021 which was tested on the same day on xpert xpress cov-2/flu/rsv plus and resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). A second sample was tested (B)(6) 2021 on xpert xpress cov-2/flu/rsv plus (unknown if it was a repeat test of sample 1 or a recollected specimen) and resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). A third sample was tested on (B)(6) 2021 on xpert xpress cov-2/flu/rsv plus (unknown if it was a repeat test of sample 1 or a recollected specimen) and resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). Pcr data was not provided, therefore results and curves could not be reviewed. The likely root cause is target near limit of detection or near cut-off. There is no evidence of product malfunction and no report of patient harm. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Manufacturer narrative:
Additional information was provided for the reported product's UDI in section d4.